Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: on examination, there were visible scratches on the bottom left corner of the display screen. Otherwise, the display is fully functional, clear and legible. The pump was opened for investigation and did not reveal any damage, defect or contamination of the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging when the patient received the new pump, they noticed that the display lens was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damage remained unresolved.